Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy (B)(6) 2016. The patient was going to the bathroom more and was up 3-4 times in the night. The patient could not feel stimulation and therapy was not on. The therapy was turned on and the situation resolved. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.